Manufacturer narrative:
One sample and three photos was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was then primed and a simulated infusion was conducted at a rate of 125 ml/hr. The sample functioned as intended and the volume dispensed was correct. The photos submitted by the customer show that the infusion pump indicates that there is 68 mls of medication in the infusion bag but the physical bag is empty of medication. The photos provided indicate that there was a flow accuracy issue, however, the sample provided did not replicate the issue when tested. A root cause was not determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. I have another set of tubing to return to you. I will just return both together, if that's ok. I have also attached photos showing the pump saying there is 68 ml left in the infusion, but the bag is empty.